Event description:
It was reported that during a thyroidectomy procedure the tissue pad was coming off the tip of the device. There is a piece of the pad returning with the device. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.